Manufacturer narrative:
(B)(4). This report is for a break in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique resulting in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further specified as touch contamination. On the same day as the event, the patient was hospitalized. The patient was treated with intraperitoneal vancomycin (completed treatment 28 days later; dose and frequency not reported) for peritonitis. Dianeal and extraneal therapies were ongoing. The patient had recovered from the event. No additional information is available.